Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported ((B)(6) the patient lost stimulation because the ipg could no longer communicate with the external devices. An impedance check showed no anomalies. As a result, the patient's ipg was explanted and replaced. The issue was resolved by surgical intervention.

Manufacturer narrative:
Inadvertently included incorrect product return date in the initial report.